Manufacturer narrative:
Add'l innfo received subsequent to submission of the first follow-up report confirms that the tooth was extracted. It was also stated that "there was a long history of infection present in the tooth and evidence of micro-fractures even before the file breakage."

Event description:
A file separated in the canal during a procedure. The patient was referred to a specialist for further treatment, though outcome of the event is not known as of this report.